Manufacturer narrative:
(B)(4) a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
T1 instrumentation was performed on a patient on (B)(6) 2016. During the surgery, when the surgeon performed the last fixation of the sfx left set screw, the tip of reported driver shaft was broken. Since the surgeon could not remove the broken piece, it was left in the patient's body and the surgery was completed with a 30-minute delay. The surgeon could not perform torque counter as there was no room at target area.

Manufacturer narrative:
One (1) sfx x20 torque driver shaft [product code: 2894-10-300, lot no: nw137948] was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided with the device. The fracture analysis report suggests the driver underwent a quasi-static torsional shear failure starting at the hex lobes and is extended to the center of the shaft, the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. In addition to fracture analysis, a hardness test was performed on the part. The results from the hardness test showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the sfx x20 driver shaft tip becoming broken cannot be positively determined. However, the fracture analysis report suggests the driver underwent a quasi-static torsional shear failure starting at the hex lobes and is extended to the center of the shaft, the potential fracture termination site. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.